Event description:
Information received indicates the mattress foam and fire barrier are stained with blood.

Manufacturer narrative:
The technician used a mattress upgrade kit to repair the worn mattress.